Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer states they had issues with lost sensor alarms. The customer states the device would not sense low levels. The customer's blood glucose level at the time of incident was between 25mg/dl and 390mg/dl. The ambulance was called for low levels of what is believed to be in the 25mg/dl region. The customer declined to speak with the help line. No further assistance needed.